Event description:
During a hemi-arthroscopy (right knee), a piece of the attachment broke and fel into the surgical site. The broken part was easily retrieved. This was no report of injury or surgical delay.